Manufacturer narrative:
(B)(4). The lot was manufactured march 15, 2017 ¿ march 16, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The units were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume intermates under infused. The units had been filled with normal saline and pamidronate to a total fill volume of 250ml. The reporter stated that the expected therapy time was 2 hours and 30 minutes; however, two of the units took 7 hours to complete infusion and one unit took 5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.